Event description:
Saline breast implants placed (B)(6) 2009. Diagnosed defective (B)(6) 2011. Replaced and removed with silicone implants (B)(6) 2011. I paid (B)(6) upfront. They reimbursed me (B)(6) on (B)(6) 2011. I feel very strongly that this implant should've lasted longer that 1 1/2 years. Due to the short time span that the implant failed. I feel that the company should be responsible for the full amount of the surgery. They claim my warranty (which was never discussed) only entitled me to (B)(6). They claim, I could have purchased an upgraded warranty for (B)(6) prior to the initial placement of the implants which would have entitled me to an additional (B)(6) that was never offered. There was never anything signed waiving or agreeing to any warranty. My out of pocket for the replacement surgery (B)(6). I filed an appeal with the company and it was denied (B)(6) 2011.